Event description:
It was reported that the patient's blood glucose level reached 19.3 mmol/l (347.4 mg/dl). The pod was worn between 5 and 24 hours on the hip/buttocks. It was noted that the pink slide moved forward, but the cannula was not visible. Hyperglycemia treated with a new pod and correctional bolus.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure or hyperglycemia reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.